Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 489 mg/dl. The customer had large ketones and was vomiting. The customer had changed the infusion set the night prior to the hospitalization and the following morning woke up with a blood glucose reading of 410 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Found that the infusion set that the customer was wearing at the time of the hospitalization had a bent cannula. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.